Manufacturer narrative:
Pump passed a21 alarm test. No a21 alarms or a17 alarms noted. No a47 alarms noted during testing. However a47 alarms noted in alarm history due to corrupted history files. Unable to download properly due to a47 alarms. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
Customer reported that the insulin pump was not completing the upload process to carelink. Customer reported that the insulin pump's alarm history showed multiple error alarms. Blood glucose level was not provided. No further information was provided.